Manufacturer narrative:
See also manufacturer¿s reports # 6000153-2016-00675 and 6000153-2016-00676 for the patient¿s other device issue.

Event description:
Additional information received from the patient reported that the infection was at the site of the lead (t8/t9). There was redness and the infection was confirmed. The patient stated that it was not mrsa or staph and was told by the infectious disease healthcare professional (hcp) that it was an easier infection to treat. They were also told the infection was encapsulated and further surgery may be needed to remove it. The patient clarified that they had surgery on (B)(6) 2016 and noticed the issue about a week earlier. The patient was hospitalized for 5 days with IV antibiotics. After release from the hospital, they were on oral antibiotics (clindamycin). The patient was told by their doctor that it would be approximately 6 months before they could implant another neurostimulator system. The hcp told the patient that they planned to use a "paddle" lead next time due to the fact the they had "too much scar tissue" to use the percutaneous lead. The patient stated that stimulation therapy had been working "great" for their pain before issue occurred. If additional information is received, a follow up report will be submitted.

Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: lead.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for pain stimulation. Patient called rep to report the had been hospitalized (B)(6) 2016 due to an infection at the incisions sites and the system was explanted on (B)(6) 2016. Patient symptoms included; incision sites having been red, hot and swollen with some drainage, as well as elevated white blood cells (wbc). No contributing factors that lead to the infection were noted. Patient informed rep the surgeon plans to implant a new system in the future.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.